Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sept2019. The product support engineer (pse) advised the customer over the phone to replace the flow sensor. Replaced the flow sensor the gas delivery system (gds) assembly was received for evaluation. The root cause was identified to be the defective u1 on the air flow sensor pcba created the air and o2 flow accuracy test to fail. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the during air flow test 5 with the air flow set to 0 that the delivered air flow is out of specifications. There was no patient involvement.